Event description:
Patient reported that, during the night, their family member was unable to wake them. They stated that they were sweating and unresponsive, which prompted their family member to administer to shot of glucose. Shortly thereafter, pt checked their blood glucose, which measured 40 mg/dl. No additional treatment was received. At the time of the report, pt had already switched to their back-up device.